Event description:
It was reported that the pt had experienced a decrease in therapy benefit over the past month. During surgery to replace the ipg and extension products, the lead had appeared damaged (no details were provided); surgical removal of the lead was anticipated in the 2008, timeframe. The pt had recovered from the late 2007, surgery without sequela; the physician had also provided that the pt grew four inches within the last year. Additional info has been requested from the physician.